Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and patient was in good condition post-procedure.